Event description:
The customer received blood glucose readings of 410 and 340 mg/dl from his breeze and a reading of 150 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips fro evaluation. A breeze2 meter kit was sent to the customer.